Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  the patient's device stopped working about a month ago and their doctor stated that some rewiring needed to be done. The patient stated they had an upcoming MRI that they needed to get on their neck for pinched nerves. To review MRI mode and eligibility the patient connected to their implant with their recharger. The patient saw reposition antenna screen. They then connected with their programmer and saw poor communication screen. The patient attempted to connect with their recharger again and they were able to connect to their implant to charge with full couplings. It was also noted the implant battery progress was not filled in and blinking a dot. It was understood the implant battery was very low and that day was the first time the patient had attempted to charge their implant since the therapy was not working about a month ago. The issue was not resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  the patient's device stopped working about a month ago and their doctor stated that some rewiring needed to be done. The patient stated they had an upcoming MRI that they needed to get on their neck for pinched nerves. To review MRI mode and eligibility the patient connected to their implant with their recharger. The patient saw reposition antenna screen. They then connected with their programmer and saw poor communication screen. The patient attempted to connect with their recharger again and they were able to connect to their implant to charge with full couplings. It was also noted the implant battery progress was not filled in and blinking a dot. It was understood the implant battery was very low and that day was the first time the patient had attempted to charge their implant since the therapy was not working about a month ago. The issue was not resolved. The patient's representative called back on 12-28 from registered number again and mentioned they had spoken to two different agents and the "agents said different things." The patient's rep said the patient needed a number to show eligibility and needed to access MRI mode. They said the first agent they talked with told them the patient could not access MRI mode right now because the ins was depleted and had been "off too long" and MRI mode could not be pulled up. They said pt had "stopped trying to use the spinal cord stimulator because the device was not working." Patient services specialist transferred to the agent who had initially talked to the pt rep. Pt rep called back on january 11th, stating that they have the implant all charged up now and would like assistance walking though accessing the MRI mode. Patient services (ps) walked caller through the steps but during the process the controller would connect and then when pressing synch would go to poor communication. Caller confirmed the antenna did not move so they were unsure why the connection was failing. Caller attempted telemetry without the antenna and again it was intermittent communication; would connect after 10 tries but then when trying to enter MRI mode would loose the connection. Ps sent email to repair to replace the programmer. Additional information from the hcp indicated that the patient claimed they were unable to put the ins into MRI mode.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt rep called back stating that they have the implant all charged up now and would like assistance walkingthough accessing the MRI mode. Patient services (ps) walked caller through the steps but during the process the controller would connect and then when pressing synch would go to poor communication. Caller confirmed the antenna did not move so they were unsure why the connection was failing. Caller attempted telemetry without the antenna and again it was intermittent communication; would connect after 10 tries but then when trying to enter MRI mode would loose the connection. Ps sent email to repair to replace the programmer. Additional information from the hcp indicated that the patient claimed they were unable to put the ins into MRI mode.